Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. A hole had formed in the heat exchanger from rubbing on the compressor. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Unit was alarming and a hole burned into the heat exchanger coil hose.